Event description:
The facility representative reported a flogard infusion pump with does not start. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. Upon further review, the reported condition has been confirmed as a battery issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "does not start" was confirmed as a battery problem during service evaluation. No cause was identified. The device was returned unrepaired. A follow-up report will be filed if any additional details become available.